Event description:
It was reported that a balloon rupture occurred. A 10 mmx2.25 mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was dilated at nominal pressure; however rupture occurred. The procedure completed with another of same device. No patient complications were reported.